Event description:
Pt reports eyes were inflamed and had corneal damage. Follow up attempts have been made for more info with no reply as of to date. This is being filed as unconfirmed corneal damage.

Manufacturer narrative:
The manufacturer report number was reported incorrectly as 2640128-2011-00078-1. The correct report and manufacturer number should be 9614392-2011-00188 and has been submitted.